Event description:
It was reported that this pacemaker was found to be in safety mode upon interrogation in clinic. It was suspected of exhibiting premature battery depletion (pbd). A temporary device was placed on the patient's groin because the patient was pacing dependent. Subsequently, this pacemaker and the temporary device were removed and replaced by a new pacemaker. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further analysis.